Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: the black box shows evidence of unexplained "por" events following a eaw 128-fb88 alarm on (B)(4) 2016. Evidence of moisture behind display lens. Pump powers with returned battery cap to an audible tone, vibration alert and a blank display. Battery cap is unable to fully tighten. Battery cap measures within specifications. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Cover crack observed between corner of display lens and case seal. Leak test shows leaks at battery compartment crack and cover crack. Removed pump case. Evidence of moisture contamination throughout inside of pump including power pcb, motor circuit and display circuit. Checklist steps 6,7,10,11,13,21,22 fails due to blank display. Blank display due to internal moisture contamination. A "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.